Manufacturer narrative:
Actual device not received back.

Event description:
While administering lantus needle broke off into lower abdominal quadrant. No abnormal force was applied. Went to remove the needle after administration and the needle did not withdraw.

Manufacturer narrative:
Unused product from consumer.